Event description:
The product was used during an emphysema bullas procedure. Reportedly, on seven applications, two had torn the visceral pleura. The surgeon cut below the application site that had torn the pleura and tested with physiological serum to complete the procedure. The hospital has reported the pt's condition is satisfactory.